Manufacturer narrative:
It was reported by the site that the lab showed decrease in hemoglobin from 7.4 to 6.2 mmol/l. It was further stated that during the acute event, thrombus was seen in the left and right ventricle and actilyse was given. The patient was said to have passed away on (B)(6) 2015 and an autopsy was performed on the same day, which showed that the patient had a heart tamponade. It was also stated that there was no thrombus found in the lvad and no bleeding focus was found. It was stated by the site the there was no pump malfunction. No additional information provided. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke in this patient include pre-existing comorbidities, recent pump thrombus requiring thrombolysis and oral anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU has tamponade as a clinical adverse event related to the lvad implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including, respiratory failure, neurological disorders and also death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated from the site by the vad coordinator that the patients lvad flow started to decrease suddenly, which led to the low flow alarm to be triggered. It was stated that the patient went into "acute respiratory failure and neurological deterioration followed by death. It was also stated that the cause of the onset of flow decrease is still not known. Log files have been sent to manufacturer for analysis. Investigation is ongoing. No additional information available at this time.